Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging the ipg, and the device became inoperable. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.